Manufacturer narrative:
Weight-race:unk. Claim#: (B)(6).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -12.0 diopter was torn during loading into the injector. There was no patient contact. On (B)(6) 2022 an lens of different power was implanted into the eye. This resolved the problem. Cause of the event is unknown.